Manufacturer narrative:
Additional information including reprocessing steps was unavailable due to three unsuccessful attempts with the customer to confirm. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the jet tube (j-tbue) contained foreign material. During the evaluation a whitish foreign material was found inside the j-tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope experienced the turning wheel had play. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During inspection of the returned device, it was discovered that the jet-tube had foreign material. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.